Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set adhesive issue event on 01-feb-2026. The patient reported that the infusion set patch came off after catching on counter or door, as the patch itself caught, not the tubing. The infusion set was used for twelve hours- a day and a half. The patient replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Initial and final MDR 2586572-device 6 of 8.